Event description:
A caller reported a malfunction on the pump after accidentally dropping it on the floor. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller had no backup therapy available and planned to contact their healthcare provider. Tandem technical support arranged to replace the pump with one featuring updated software and confirmed the shipping address. They provided instructions on using the new pump and putting the old one into storage mode. The caller acknowledged and understood the provided guidance and instructions.